Event description:
The customer reported fluid leaked from the baths, underneath the unit, during sample analysis involving coulter act diff 2 analyzer. The customer noted the fluid was diluent. The customer had on personal protective equipment (ppe): gloves and a laboratory coat and cleaned up the fluid. The customer performed troubleshooting with beckman coulter customer technical support (cts) but was unsuccessful. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered the baths overflowed and one of the waste pinch tubes disconnected. The fse replaced all waste pinch tubing. The unit conformed to the manufacturer's published performance specifications. The fse commented the waste tubing gets connected together with the y fittings. The waste tubing was disconnected at fy7 which connects the waste pinch tubing through lines lv12 and lv15. The tubing may have inadvertently become loosened when the customer replaced a waste filter close to the waste pinch tubing. The customer has an exposure control/risk management plan at the facility. (B)(4).